Event description:
Report received of pt experiencing hallucinations and itchiness. Pt had dye study and roller study in 2003 revealing a stalled pump. Pump replaced in 2003. Pt has been doing well since surgery.